Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. During the investigation, visual inspection revealed that the power extension connector was broken and seated in the connector cover. The unit powered on successfully with returned power supply directly connected to the back of the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.